Event description:
At approximately 2 am, I started my period and used a tampax pearl tampon. When I removed the tampon the next morning, I held it to wrap it in tissue before disposing of it. While holding it, I noticed movement and saw a small bug crawl out of the cotton folds inside the tampon, and it started to run rapidly around the outside of the product. I quickly wrapped it and put it inside of a zip-lock bag. The bug was roughly the size of a small aphid or spider. My immediate concern was to cleanse my body, so I purchased a cleansing douche and then proceeded to research who I should call to report the incident. I wasn't able to reach any local or federal agency because it was the weekend. I also tried the consumer hotline on the tampax box - but they were closed as well. I tried the local FDA florida rep on the phone today but reached her voicemail and then had to work the rest of the day and wasn't able to contact anyone else. By the time I left work the agencies were all closed for the day. I am extremely concerned that this type of bug might be able to survive inside the body and I might have either a live bug or larvae inside of me. I am also concerned that I shared this box of tampax with my daughter, and she might have the same issue. I will be contacting the tampax consumer hotline tomorrow. I save the ziplock bag with the bug -now dead- still inside and I believe it should be examined. I have not notified the store where I purchased the product, as it was sealed in a tamper-proof box with packaged individual applicators. I don't know how I should proceed at this point to ensure that may daughter and I are "clean" and the bug is tested. I would appreciate some advice from the FDA agency, so I know it is handled discreetly and correctly. Please call me and I appreciate you keeping my name confidential as this whole experience has been embarrassing and disgusting. Dates of use: 8 hours - 2008. Diagnosis or reason for use: menstrual.